Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the device's tubing came off and was found by a gyn surgeon who was performing a lower quadrant exploratory laparoscopy due to pain experienced by the patient for a couple of months. The bariatric surgeon came into the case and replaced the port. It was unknown how many fills the patient had, but it was noted that there was pink fluid in the tubing, but completely off and floating around.

Manufacturer narrative:
(B)(4). The velocity port and locking connector were returned. Biological debris was around the hooks and port mechanism. The locking connector was correctly connected to the port. The actuator ring was on locked position with hooks deployed. The septum retainer and the locking connector met all specifications. The port deployed and retracted hooks as intended using a sample port applier. The complaint cannot be confirmed, the port and the locking connector met specifications. The tubing strain relief was not returned for investigation. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. In addition, a voluntary recall of swedish adjustable gastric band and realize adjustable gastric banding products with the pre-enhancement design was initiated. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.